Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.

Event description:
During a laparoscopic hernia repair procedure, the instrument broke. The surgeon applied another device without pt injury.